Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 9 (overfill alarm) occurred during the load process. Reportedly, the cartridge was filled with 480 units. The user successfully loaded a new cartridge. There was no reported impact to the user's blood glucose level.